Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). The 24x3.5mm liberte stent delivery system (sds) was removed from the protective hoop and damage was observed on the proximal end of the stent. The procedure was completed with another of the same device and there were no patient complications. The patient's current condition is listed as "good".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned complaint device revealed that the stent was damaged and moved on the balloon. The stent had moved 4mm distally on the balloon from the proximal marker band. Also, the seventh row of struts from the proximal end of the stent were bunched up. The maximum stent profile (outer diameter) measured at an undamaged portion of the stent was within specifications. The stent delivery system (sds) was returned with a stopcock attached to the hub which along with the presence of contrast media in the guidewire lumen indicates there was handling beyond unpacking the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). The 24x3.5mm liberte stent delivery system (sds) was removed from the protective hoop and damage was observed on the proximal end of the stent. The procedure was completed with another of the same device and there were no patient complications. The patient's current condition is listed as "good".